Manufacturer narrative:
The subject device was returned to the service center olympus japan for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, when the device ltf-s190-5 was connected to the otv-s300 and the power was turned on, an abnormality was found in the image with noises , overexposure, black edges, and flare reflections. The issue occurred during an unspecified procedure. The device was replaced with another scope and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Event description:
A user facility reported to olympus that during an unspecified procedure; when connecting their endoeye flex deflectable videoscope to the otv-s300 using serial digital interface (sdi) and the power was turned on, a noisy image was displayed. The customer also observed overexposure, black edges, and flare reflections. The device was replaced with another scope and the intended procedure was completed. There was no patient harm or injury reported due to the event. Olympus became aware of this devices event on 03-feb-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During the evaluation of the device there was no water invasion inside the venting connector and there were no abnormalities in the soldering and wiring the video connector board. The reported image noise was confirmed when the disassembled video board was heated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the image noise is likely due to the video connector temporarily short-circuited when connecting to the video system center with water/chemicals adhering to the electrical contacts or, when connecting and disconnecting the video connector while the power of the video system center was on and temporarily overloaded the circuit board. It is also likely that static electricity was produced on the electrical contacts of the video connector. Additionally, as there is no history of video circuit board replacement after january,2018, the electronic components deteriorated over time due to energization stress, thermal stress during normal use and autoclave sterilization. Olympus will continue to monitor field performance for this device.